Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and confirmed the speaker was defective. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was identified during bench testing that the intellivue multi measurement server x2 device speaker did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event.